Event description:
It was reported that balloon rupture occurred. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use in the severely calcified artery. During the procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres. The balloon was removed from the patient's body without any problem using the usual method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak was confirmed. The pinhole leak was confirmed at 2mm distal to the proximal edge of the proximal markerband. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the entire hypotube. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6mmx2.25mm wolverine coronary cutting balloon was selected for use in the severely calcified artery. During the procedure, it was noted that the balloon ruptured upon inflation at 6 atmospheres. The balloon was removed from the patient's body without any problem using the usual method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.